Event description:
It was reported that this patient's device stopped functioning. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to manufacturer's specifications. The surgeon explanted the device in 2006 and reimplanted a new device the same day.